Manufacturer narrative:
On february 19, 2024, mentor received additional information reporting that the device was explanted on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. The patient's replacement breast prosthesis was a allergan implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the left side post-operatively. The patient reported a lump and the breast prosthesis completely deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 06, 2024, mentor determined that the impacted device was a 270cc saline breast prosthesis with catalog number 3503270 and device lot number 5557343. Mentor received device information that was not matching with the initial device reported. Multiple attempts were made to clarify the impacted device however, the attempts were unsuccessful. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is aware of the discrepancy between the date of implant and expiration date. Mentor has followed up to clarify but has received no additional information. For this reason, the medical device problem code of a23 for expired product has been added. If additional information is received clarifying the discrepancy, a supplemental report will be sent. On may 09, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 09, 2022, the mentor failure analysis lab has received two devices for evaluation with the same lot number information. Since it is unknown which of the two returned devices is the impacted device, it was determined that both devices were to be evaluated. On may 20, 2024, the evaluation for the devices was completed. The device evaluation results are the same for both devices. Device/s evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 270cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It was noted that, based on the date of implantation provided and the expiration date of the reported lot number, the devices were implanted after the expiration date. According to the product, insert data sheet sterility cannot be guaranteed if the product is used after the ¿use by date¿ shown on the box label. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).